Event description:
The customer reported via phone call that customer was dispatch emergency medical services on (B)(6) 2022 the customer blood glucose was 26 mg/dl. The custom experience any symptoms such as a result of high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode was active at the time of event. Treated with insulin drip and was unconscious. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.